Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 4/17/2018 returned test strips produce high readings. Most likely underlying root cause of high results are due to improper storage: vial left open for an extended period of time test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up calls in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 200-368mg/dl. The customer did report symptoms of feeling dizzy. Medical attention is reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 5/31/2020 and open vial date is approximately 2-3 weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Spoke with the customer and the husband the customer was feeling dizzy and did not want to speak to me. On (B)(6) 2018, the customer said the results were high and she called the dr and he told her to go to the ER. They did tests on her all negative the results of the non-fasting lab test was 318mg/dl the true track she said was 384mg/dl n/fasting and that is why she wants the meter replaced since the hospital told her to get her meter calibrated or replaced. These results could not be confirmed in meter memory. Customer was discharged the same day.